Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that several consecutive incidents occurred during a thoracic surgery when inserting the lumbar catheter (910121). The guide and catheter were flushed, but it was difficult to retract the guide which caused catheter stripping. There was an unknown increase in surgery time, and the patient experienced pain. No further adverse consequence was reported.

Manufacturer narrative:
The lumbar catheter (910121) was not returned for evaluation as the product was not kept as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.